Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited a low impedance measurement of less than 200 ohms and noise. Isometrics were performed which reproduced the noise. There was also noise noted on the shock channel of the right ventricular (rv) defibrillation lead. Troubleshooting options were discussed. No actions or interventions were planned or performed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.